Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels from (183-300 mg/dl) the customer took boluses via the pump. The contact reported that health care provider possibly changed basal settings. However, the contact was not sure. During troubleshooting with tandem technical support, the contact noted air bubbles in the infusion set tubing. The contact was able to expel the air bubbles by performing a fill tubing.